Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with an ecr60d cartridge reload loaded in the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy, the jaws could not be opened after the device was put into the patient via a trocar since the surgeon grasped the firing trigger a little and some staples were protruded before the jaws intended to be opened. The jaws could not be opened with the manual knife reverse switch. Another device was used to complete the case. There were no adverse consequences to the patient. After the complaint device stopped to be used, a nurse could open the jaws when the cartridge was touched by hand several times at the end of the procedure. A nurse commented that the jaws could have not been opened as there had been resistance in the jaws at the incident.